Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an issue with the upstream sensor. It was also reported there was no patient involvement.